Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause of the patient's issues were that the setting was too high by patient. The urinary frequency and stimulation being too strong had reportedly been resolved. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the day prior to the report, patient was going every hour and they were going through their pad and their symptoms of frequency were bad. It was noted the change in frequency was sudden. Patient was turning stimulation off to see if their symptoms were better during the nighttime. Patient could not hold their urine, and felt too much electricity inside of them. Patient felt too much electricity the day of the report. It was noted that the patient tried to use their programmer and thought they mixed up the setting. The patient turned stimulation on and increased it to 0.10v and stated it was too much for them. Patient changed to program 3 and was able to increase to 0.4v and felt comfortable stimulation. Patient stated when they sat down, they felt too much, but was able to tolerate. Patient later stated their stimulation was still too much for them. They were able to decrease stimulation to 0.2v and were going to try it there. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.